Manufacturer narrative:
Device used for treatment, not diagnosis. The relevant functional design requirements and verification/validation of these requirements can be found in the implant functional and design requirements traceability matrix (fdrm), revision d (project folder s05-029). Patient selection could have played a role in this case and cannot be ruled out based on the materials and information available at the time of this evaluation. Patient exclusion criteria (contraindications) are listed under fdr 9.0 and include among others: marked cervical instability on resting lateral or flexion/extension radiographs: translation greater than 3 mm and/or greater than 11 degrees of rotational difference to that of either adjacent level. Radiographic confirmation of severe facet joint disease or degeneration. Severe spondylosis at the level to be treated as characterized by any of the following: bridging osteophytes; a loss of disc height greater than 50% absence of motion (<2°). Neck or arm pain of unknown etiology. The source of the patient¿s pain remains unclear in this case. No further action regarding implant design is necessary at this time. Placeholder.

Event description:
It was reported that a revision surgery of a prodisc system took place due to patient pain. The surgeon performed an arthoplasty disk replacement to treat kyphosis in (B)(6) 2010. The patient went in for a routine visit and reported pain, so the surgeon decided to schedule a revision surgery. The sales consultant reported that the surgeon successfully explanted the prodisc system and revised the patient to a competitors device on two additional levels. This is report 1 of 1 for complaint (B)(4). This report is for an unknown prodisc-c.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID - case number: (B)(6). Device implanted in (B)(6) 2010. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.